Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, negative pressure cannot be applied in suction evacuator.

Event description:
It was reported that before use, negative pressure cannot be applied in suction evacuator.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (4) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (with original packaging), used bulb evacuator. Visual inspection of the sample noted removed excess air by squeezing bulb evacuator, and closed seal. Decreased suction present as bulb evacuator did not spring back to regular shape and held squeezed shape. The labeling is found to be adequate. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.